Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported complaint. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the treatment was recanalization of a diabetic patient with calcified arteries and the procedure in the plantar artery, posterior tibial ostium retro-malleolar, that was mild calcified and non-tortuous. A non-abbott balloon catheter was used for pre-dilatation with two inflations at 13 atmospheres on the posterior tibial back malleolus, near the ostium plantar artery. When the high torque command 190 cm guide wire was removed from the balloon outside the patient anatomy in order to perform angiographic check with contrast medium, it was noted that the tip was peeling. There was no resistance reported during retraction of the guide wire from the anatomy. The procedure was successfully completed with another command guide wire. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction- device status changed from not returning to returned. Evaluation summary: visual inspections were performed on the returned device. Scanning electron microscopy (sem) analysis was performed. The reported inflation difficulty was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.